Event description:
An optometrist reported a patient experiencing tearing, photophobia, and blurry vision, "like there was a film over both eyes", following bilateral intraocular lens (iol) implant surgery over one year ago. It was also noted that the lens has a "thin hair spray-like coating over the back surface". Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been no other similar complaint reported in the lot number which is for the same patient. Additional information was requested on 09/24/2008 and 10/06/2008 by fax, mail, and phone. A completed questionnaire has not been received.